Manufacturer narrative:
The soft cannula was not bent, kinked, or otherwise damaged. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. The pod arrived fully deployed. Timeouts and a drive stalls were observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. The rotational sensor failed to transition from open to closed at consistent intervals. No drive resistance was observed. Battery voltages were low. The cause of the observed. High pulse width w/ drive stall and subsequent 0x40 alarm could not be determined. It could not be determined if the observed low battery voltages are related to the 0x40 alarm.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. It was also reported that the site was itchy and painful. The patient also noticed that the pod was leaking insulin. As treatment, the patients mother gave a pen injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.